Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a reoccurring compromised force sensor system alarm. The insulin pump would restart then alarm again. They were unable to clear the alarm. The alarm had occurred during the set and reservoir change. The insulin pump was not bumped or dropped. The drive support cap was normal. The customer¿s blood glucose level was 130 mg/dl. The device will not be returned for analysis.